Event description:
A facility reported that the light of the mlx 300w xenon lightsource (00mlx) works initially but then after so long, it shuts off. It was reported that this occurred three times. The light was received back and the unit ran at 100%. Within three minutes, it shut off and started smoking from the back. It is unknown under which circumstance this event occurred; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: evaluation of the xenon lightsource found that both fans inside the unit were not working. It was discovered that the fan harness had disconnected from the control board. The fan harness has been reconnected to the control board to correct this issue. Root cause analysis: the returned xenon lightsource was in used condition. Evaluation identified that the fan harness had disconnected from the control board. The issue of the light shutting off is due to the unit overheating without the fans operating properly. This is most likely due to rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.